Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call being hospitalized due to high blood glucose levels on (B)(6) 2015. The customer's blood glucose was 400 mg/dl. The caller stated that the customer experienced nausea, vomiting, abdominal pain, difficulty breathing, and elevated ketones. Upon admission, the customer was treated with an intravenous drip. She noted that the insulin pump had alarmed no delivery leading up to the event and that he had been wearing the insulin pump at the time of the event. His high blood glucose issues began on (b)(6 2014. The customer's most recent blood glucose was 119 mg/dl. The caller reported that this was the second occurrence of a no delivery alarm. She advised that they had previously changed the entire set and the issue had been resolved. She did not have the device present at the time of the call and was unable to perform troubleshooting. She advised that she would call back to proceed.